Event description:
It was reported that the patient was hospitalized for an unknown reason. The hcp had checked on the process of having the patient's pump filled. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).